Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the recharger is getting extremely hot and burning their skin when recharging the implanted neurostimulator since few months ago. Patient stated they haven't charged the implant because of the paddle disc issue. Patient stated they have relocated and in the process of getting a hcp. Patient stated they need referral from hcp and will be seeing hcp first time on (B)(6) 2024. When asked if there was any skin tissue damage, patient stated they are not sure if there is tissue damage on the skin because they remove the disc from the skin and they don't think there is damage. Asked patient to inspect the recharging antenna for damage and patient said there is no visible damage but the top part of the cord where the cord goes into the paddle gets extremely hot. Recommend patient call for assistance, if necessary, when recharging the ins. The issue was not resolved. An email was sent to the repair department to replace the recharger device.

Manufacturer narrative:
The recharger with model 97755, serial (B)(6) was received for product analysis. Analysis found that there was a failure with the recharger antenna and a "no device found" message was seen intermittently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.